Event description:
It was reported that the procedure was an emergency procedure to treat a lesion located in the mildly calcified, 50% stenosed proximal right coronary artery. After a 4.0x23 mm multi-link 8 stent was implanted, the 5.0x8 mm nc trek balloon dilatation catheter (bdc) was inflated, but ruptured at 3 atmospheres. There was no resistance felt during advancement of the balloon catheter for post-dilatation of the stent. Post-dilatation was performed on the multi-link 8 stent using the sds balloon successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide cath: heartrail; stent: multi-link 8 4.0 x23. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.